Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button was unresponsive. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the up arrow button was less responsive and sometimes it will not respond at all slower during the rewind. The device will not be returned for analysis.